Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital in australia informed cook that an unknown 5cm double lumen cook cvc resulted in extravasations. No information was reported regarding the impact of this incident on the patient. Reviews of the documentation including the instructions for use (IFU) and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are controls in place to address the reported failure mode. A review of the device history record (DHR) could not be completed, due to the lack of lot information from the facility. A review of the sales history for the customer was unable to identify the complaint lot. Cook also reviewed product labeling. The current instructions for use [c_t_ulmbh_rev7] state the following: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the product labeling and the dmr does not provide evidence to support that the device was not manufactured to specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause of this failure was likely due to a component failure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter customer (person): (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown cook 5cm double lumen central venous catheter experienced "extravasations" (unspecified leakage). The device was reported to have been used for internal jugular access in an infant under 8kgs. Additional information has been requested but is currently unavailable.